Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be disabled when the patient presented for a surgery. Upon interrogation, the device displayed a warning screen, indicating that the device had limited therapy and programming. A guidant technical services consultant inquired if the patient had undergone any radiation therapy. The device was replaced and returned to guidant for testing.